Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the fully articulating catheter was not engaging and was shredding. The customer was not sure if it was caused by the biopsy needle. The diagnostic procedure was completed with no reported injury.

Manufacturer narrative:
The fully articulating catheter that was used in the procedure has been returned for failure analysis testing. However, the evaluation has not yet been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fully articulating catheter was analyzed and the internal diameter of the catheter shaft was confirmed with damage while using a zibra vision probe as a visual aid. Damage indicated excessive friction, likely from a biopsy needle accidentally puncturing or scraping during installation or removal. Damage was located at the distal end of the shaft, approximately 67.1mm from the tip, evident by bubbling sensation when performing an internal diameter continuity test. Additionally, per the IFU reprocessing guidelines: a biomedical tester, saline bath, along with the proper ion reprocessing consumables were used for the continuity leak test. The catheter failed the continuity test. Leakage tester stated: leakage too high. Internal diameter continuity test: fail external diameter continuity test: pass additional note: air leak test passed. An in-house vision probe was also able to be installed and removed without issue through the catheter shaft. Logs showed that this catheter was used on (B)(6) 2024 using system en11 with no initialization errors. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.